Event description:
It was reported that the patient had reported the pump was ¿not working anyway¿. It was noted the patient was ¿not real informative and stated she was not sure on details of why the pump was not working¿. An MRI had been ordered and compatibility guidelines were requested. The reporter had called a pain center about the pump but had not gotten a reply yet. The device system was used to deliver baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. Product ID: 8731, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).

Event description:
Additional information received from a consumer reported a healthcare professional told the patient their pump is not working. The patient did not clarify or recall when they were told this. The patient's clinic will no longer see the patient. The event date was reported as 2008.the patient's prior fill was sometime between 2008 and 2012 and the nurse told him not to come back. The patient does not know if the pump has drug in it. No patient symptoms reported. The patient does not currently have a healthcare provider. Physician listings were requested.